Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established correction : describe event or problem additional information : if other specify, imdrf annex a, b, c, d, g code. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that syringe pump read lesser volume than dispensed volume. The ordered acyclovir dose volume is 13.2ml and with overfill, the volume is 13.3ml. However the pump read only 12.8ml. There was patient involvement, however outcome is unknown. Although requested, further information was not provided.

Event description:
It was reported that syringe pump read lesser volume than dispensed volume. The ordered acyclovir dose volume is 13.2ml and with overfill, the volume is 13.3ml. However the pump read only 12.8ml. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.